Manufacturer narrative:
The device was returned for investigation. The smiths label was intact. Error 1871 was noted in the event log. A visual inspection and functional test were performed, and the reported failure was replicated. Pump was found to be displaying "1871" error code message on power up when batteries are inserted. A faulty motor was found to be the cause of the reported failure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device alarms error 1871 during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label was intact. Error 1871 was noted in the event log. A visual inspection and functional test were performed, and the reported failure was replicated. Pump was found to be displaying "1871" error code message on power up when batteries are inserted. A faulty motor was found to be the cause of the reported failure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device alarms error 1871 during testing. No patient injury was reported.